Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: evidence of moisture corrosion was found on the battery cap; no moisture corrosion was found in the battery compartment. The pump failed a leak test due to a display lens leak. Evidence of moisture corrosion was found on the motor flex. Unrelated to the complaint, the battery compartment and cap threads were damaged. The display lens was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.